Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the mid-region. Struts were found to be lifted from their crimped stent position and pulled distally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 16july2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuos and severely calcified right coronary artery with 32 mm long and 3.5 mm vessel diameter . A 32 x 3.50 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.